Manufacturer narrative:
Product event # (B)(4). (B)(4). Patient information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer.

Event description:
Approximately 8 minutes into an ent case, while using the device, the surgeon identified that the wire on the device tip had broken and the wire was still attached on one side of the device housing. The generator was being used on coag 6. There was no patient impact and the patient was reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.